Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A physician was attempting to use an inpact pacific device to treat a lesion located in the superficial femoral artery popliteal artery of a patient. It was reported that a balloon twist was noted during use in the procedure. The procedure was completed using another inpact pacific device. There were no issues noted during preparation of device. No patient injury reported for this event. Please note that this device (inpact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (inpact admiral ). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Evaluation summary: the balloon was unfolded, dirty of blood and showed a twist 9 cm from the proximal balloon welding. After the decontamination, technical analysis was performed. It was not possible to insert the 0,018¿¿ guide due to the presence of hardened blood in the guide wire lumen. During the analysis, negative pressure was applied on the balloon: no bubbles emerged in the water column. The balloon was inflated and observed under microscope: -2 bar: it was showing slight signs of twist - 7 bar: it was still showing slight signs of twist - 14 bar: twist was no more detected on the balloon surface. After the balloon deflation, it was still possible to see slight wrinkles on the surface in correspondence of the twist. If information is provided in the future, a supplemental report will be issued.